Manufacturer narrative:
A supplemental medwatch will be provided when the investigation has been finalized. (B)(4).

Event description:
It was reported that the panel holder broke. The panel holder into the user interface onto the ventilator system. There was no pt injury. (B)(4).